Manufacturer narrative:
The report received indicated that during treatment of an in-stent-restenosis (isr), a 155 cm. Saber 4 mm. X 10 cm. Balloon catheter (bc/complaint product #1) was delivered to the target lesion and ruptured at eight atmospheres (8 atm). Therefore, it was replaced with a new 155 cm. Saber 6 mm. X 10 cm. Bc (complaint product #2) which also ruptured at 8 atm in the same part of the target lesion as the other bc. The product was replaced with another (unknown) bc and the procedure was completed successfully. There was no reported patient injury. The target lesion was the left superficial femoral artery. No target lesion characteristic information was provided. A contralateral approach was made from the right femoral artery. A non-cordis guidewire was used to access the target lesion. Additional information received indicated that it was unknown if the stent that the in-stent-restenosis (isr) occurred in was a cordis product. It was also unknown what the date of the stent implantation was, if the patient was on antiplatelet therapy or if the patient was compliant with the medical regimen. There was no other issue bedsides the isr with the implanted stent. The percent stenosis of the isr was not known. There was no reported difficulty removing either product from the hoop. There was no reported difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components for either product. There were no kinks or other damages noted prior to inserting either product into the patient. Both products prepped normally (i.e. Maintained negative pressure). Both products were removed intact (in one piece) from the patient. Additional information was requested but was reported to be unknown. No additional information is available. (B)(4): the device is not available to be returned for analysis. A device history record (DHR) review of lot 17614109 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. (B)(4): the device is not available to be returned for analysis. A device history record (DHR) review of lot 17617046 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the devices were not returned for analysis. The exact cause of the bursts could not be determined. Based on the limited information available for review, vessel characteristics (although unknown) may have contributed to the reported event since the same failure occurred with two devices from different lot and calcification/resistant lesions may cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time. Please note that this report is for one of two product used during the same procedure. Please reference (B)(4). Please note that this is the initial/final report for this product.

Event description:
The report received indicated that during treatment of an in-stent-restenosis (isr), a 155 cm. Saber 4 mm. X 10 cm. Balloon catheter (bc/complaint product #1) was delivered to the target lesion and ruptured at eight atmospheres (8 atm.). Therefore, it was replaced with a new 155 cm. Saber 6 mm. X 10 cm. Bc (complaint product #2) which also ruptured at 8 atm. In the same part of the target lesion as the other bc. The product was replaced with another (unknown) bc and the procedure was completed successfully. There was no reported patient injury. The products were clinically used and they will not be returned for analysis. The target lesion was the left superficial femoral artery. No target lesion characteristic information was provided. A contralateral approach was made from the right femoral artery. A non-cordis guidewire was used to access the target lesion. Additional information received indicated that it was unknown if the stent that the in-stent-restenosis (isr) occurred in was a cordis product. It was also unknown what the date of the stent implantation was, if the patient was on antiplatelet therapy or if the patient was compliant with the medical regimen. There was no other issue bedsides the isr with the implanted stent. The percent stenosis of the isr was not known. There was no reported difficulty removing either product from the hoop. There was no reported difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components for either product. There were no kinks or other damages noted prior to inserting either product into the patient. Both products prepped normally (i.e. Maintained negative pressure). Both products were removed intact (in one piece) from the patient. Additional information was requested but was reported to be unknown. No additional information is available.